Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure no video image is due to the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no video image. The issue occurred during setup for a diagnostic procedure before the patient was in the room. The procedure was completed with another device without reports of patient harm.